Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Customer primed the tubing to address the issue.